Event description:
Additional information stated that the pump was replaced.

Manufacturer narrative:
Patient programmer model# 8835 serial# (B)(4). Catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2010 explanted: unk. Catheter model# 8598a serial# (B)(4) implanted: (B)(6) 2011 explanted: unk. (B)(4).

Event description:
Patient reported the pump worked "pretty well" previously except about 6 months ago they "revised the pump and spliced the catheter. It never seemed to work quite as well after that." The pump was delivering morphine clonidine bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type catheter, product ID 8598a, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received further stated that in october 'they couldn't pull fluid in or out' and this was the reason for the catheter and pump revision. It was indicated that they found a kink in the catheter at the pump site.

Manufacturer narrative:
Final analysis of the pump found no anomalies. There was a motor stall and recovery seen in the logs, but nothing significant was found that may have caused the motor stall.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.